Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient came in for an early follow up visit as the patient did not feel well. The patient's heart rate was low and it was impossible to interrogate the device. The longevity of the device was questioned. The device was explanted and replaced. No further patient complications have been reported as a result of this event.